Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient¿s ins ¿died inside her and quit working some time along the line¿. This was noted as occurring in 2015. They stated that it was probably due to normal battery depletion. The patient also reported that they went through security at an airport in texas. The patient did not know when the ins had died but it was not long after the airport security event (patient thought it was within 6 months of the year the ins died). The patient did not know if the airport security event had caused the ins to die but mentioned that after going through the theft detector the ins stopped working (before going through it was working). It was noted that the patient went to their doctor in (B)(6) 2015 where it was found the ins was dead. The ins was removed in (B)(6) 2015. The patient also mentioned that they no longer needed the ins because their bladder was doing good after their surgeries. Specifically, after the ins, the patient had a prolapsed bladder and had surgery in 2011 where a mesh was put in. Then, the patient had a prolapsed urethra and had surgery in (B)(6) 2012 were a mesh was put in. After these 2 surgeries the patient had bladder issues where they needed the ins. There were no further complications reported or anticipated.